Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic right inguinal totally extra-peritoneal procedure, the dissection balloon had been inserted and balloon was pumped up and popped. The balloon was removed and completed procedure as the device had opened up the space enough to complete hernia repair. There was no patient injury.